Event description:
It was reported that catheter entrapment occurred. During procedure, an opticross hd imaging catheter was used. However, when the device was delivered the wire exit port got caught within a stent and it got kinked. No damage occurred to the stent. The usage was stopped, and it was replaced with another of same device. No patient complications were reported.